Event description:
A cracked or shattered touchscreen on a customer's pump was reported, and it was noted that the screen was damaged and not responding. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting but initiated a new order for replacement. No additional information was provided regarding the outcome of this event.